Manufacturer narrative:
P-cap locked in place properly during testing. All buttons were tested while navigating the menus, and they all worked properly. Unit was successfully downloaded using thump software. The adapt tool was utilized to search for alarms that may have occurred in the past or around the customer¿s time of calling. Unit passed the displacement test and self-test. No pump error 63 alarm noted during testing. However, on 08/24/2025 01:33:33.000 and 08/24/2025 01:33:45.000, pump error 63 was recorded. File number=2017 line number=147. Per software engineering log investigation, pump error 63 was caused by twi interface on main/motor processor. Isolate to electronic assembly. Additionally, adapt was used to search for any 61=stuck key alarms. Stuck key alarms were found on 08/24/2025 00:30:52.000 and 08/24/2025 01:36:47.000. Unit was then cut open and a visual inspection on the connectors and electronic assembly was performed. Per visual inspection, all connectors, including motor flex connector, were plugged in properly. However, moisture damage was found on electronic assembly, including keypad flex connector gold traces, motor force sensor connector, and external battery connector. Additionally, upon peeling off keypad overlay, cracked u1 keypad lead 6 was noted. Overall, isolate to electronic assembly. The following cosmetic damages were noted: cracked case (battery tube), battery tube threads - cracked, cracked case, stained keypad overlay, damaged display window cover, scratched case, and pillowing keypad overlay. In conclusion, customer allegations of keypad anomaly were not confirmed when all buttons worked properly during testing. However, cracked u1 keypad lead 6 was noted upon peeling off keypad overly. Additionally, moisture damage was found on keypad flex connector gold traces. Customer allegations of pump error 63 were confirmed when pump error 63 alarms were noted during download history review. Due to moisture damage found on electronic assembly, isolate to electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received a pump error 63(hardware low level failures) and the buttons were not responding. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed for pump error and the customer was unable to clear the alarm. Troubleshooting was performed for keypad anomaly and the customer stated that the pump was not exposed to change in altitude. The customer was advised that the insulin pump would be replaced and advised to revert to a backup plan per the healthcare professional's instructions and place the pump in storage mode. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1886 was requested and the customer response was that the device will be returned.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The information has been provided in sections b5, h6 (type of investigation, investigation findings, investigation conclusions), h11 with this report. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Update summary: the pump mmt-1886 will not be returned for analysis.